Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was unable to properly insert the articular surface. After insertion, there was movement was pushed on. Another poly insert was opened and implanted and the same issue was observed. The second surface locked in to the base plate, but motion was visible if any rational pressure was applied under the anterior tip. The surgeon elected to complete the surgery with the second surface.